Manufacturer narrative:
The reagent lot number is 919276 with an expiration date of 28-feb-2027. The field service representative found that the wash volume for the probe was too low. He increased the outside wash volume and performed adjustments. He performed operational and mechanical checks with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 59 mg/dl, and the repeated result was 121 mg/dl.